Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record could not be completed as no lot number was received. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: no root cause can be determined as no sample, lot, or batch number were provided. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that no insulin came out of the unspecified bd¿ needle during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported pulling back too far from syringe and mentioned no insulin came out from needle ".